Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a keypad anomaly. Blood glucose was unknown. No troubleshooting was performed. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit passed leak test. Unit received with intermittent response from all buttons. Problem isolated to keypad assembly. Unit received with connector at electronic board properly connected. No damage or moisture damage on keypad assembly noted. Unit received with minor scratches on lcd window.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.